Manufacturer narrative:
The brand name is unknown. The catalog number, lot/serial number were unknown. UDI: unknown . Concomitant device and therapy dates: impactor device, stem device; (B)(6) 2020. Reporter's complete facility address and phone number were not provided. PMA/510(k) number was unknown. The device manufacture date was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is event 1 of 2 of the same event: it was reported that during an unspecified surgical procedure, the user was using the impactor device and an unknown adapter device for broaching and impacting the implant (stem). It was reported that the broaching went well. According to the reporter, upon insertion of the stem device, the femur was fractured. It was reported that the implant was removed and cables were placed on the femur. A new stem was opened and implanted using a manual insertion instrument. There was a fifteen minute delay to the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. It was reported that the patient was sent home on a modified protocol. There were no reports of prolonged hospitalization. There was no allegation of malfunction against the devices. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.